Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
New unity record created in order to update legacy complaint (B)(4). Asr revision, asr implants, date of revision: (B)(6) 2011, reason(s) for revision: unknown, update: hip revised, system and product details, reason for revision and date of revision, confirmation received 29 may 2012. Asr xl (left), reason(s) for revision: pain. Doi: (B)(6) 2006; dor: (B)(6) 2011; left hip. Update feb 17, 2018 additional information received from crawford. Reason(s) for revision: pain. Corrected doi and added manufacturing date.